Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 9. On 2024-01-05, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.